Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) and experienced extrusion of the electrode lead into the external auditory canal. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.